Manufacturer narrative:
The ecm tissue sample was not returned to cormatrix for evaluation. Multiple attempts have been made to obtain additional information from the facility and staff. No additional information is currently available. The cause of the patch dehiscence/rupture is unknown. The IFU instructions for the vascular product (p/n 20438-032514) indicate, "to ensure adequate remodeling, it is important that the cormatrix ecm is sewn to viable tissue. Suture the cormatrix ecm to the area of treatment or tissue deficiency/defect." Patch dehiscence is listed in the IFU as a potential complication.

Event description:
On (B)(6), 2015, cormatrix cardiovascular became aware of an incident involving the use of cormatrix ecm for vascular repair. Details of the incident are provided below. It was reported that on (B)(6) 2015 the patient went in for a three week follow up for a carotid procedure. The check-up revealed no abnormalities. Over the weekend the patient developed a bulge in the neck and went in for additional follow-up for possible dehiscence. It was recommended an additional procedure be performed to remove the ecm product. On (B)(6) 2015 the product was explanted. It was observed that the ecm had not remodeled and there were two holes in the center of the patch. Sample was thrown out and will not be returned. Multiple attempts to obtain model number, lot number, and further procedure details were unsuccessful. Additional information is currently not available.